Event description:
Information received from the field notes that one day post implant, interrogation revealed an error message that one or more parameters had undefined values. The device was successfully reset, but the measured battery data showed abnormal values for a new device. The patient did not have any complications as a result.